Event description:
It was reported that the customer received a button error alarm, as well as a battery out limit alarm. Customer's blood glucose level at the time 124mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump act and esc buttons did not respond due to corroded keypad traces. The insulin pump was unable to verify battery out limit alarm due to button keypad anomaly. No blinking numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.